Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 42mg/dl with sensor glucose of 97mg/dl. Further blood glucose of 46mg/dl and sensor glucose was 128mg/dl. Customer treated for lows by suspending the pump and drinking juice and milk and eating cheese crackers. Customer declined to troubleshoot for the pump. Customer advised to calibrate four times a day. Products will be return for analysis.